Manufacturer narrative:
The following sections of this report have been corrected or updated h6 (component code, investigation findings and investigation conclusions). The esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The 3mensio imaging was reviewed and revealed that the patient's access vessel had the presence of calcification and tortuosity and the left access vessel was undersized at one point. It is noted that the required minimum luminal diameter (mld) for a 14fr esheath is 5.5mm. During manufacturing the entire device is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) review was performed and did not reveal any manufacturing-related issues that would have contributed to the reported event. A lot history review was performed and no other complaints for the reported event were noted. The esheath IFU, device preparation training manual and procedure training manual was reviewed for guidance and instructions on device preparation and usage. The procedural training manual provides guidance on sheath insertion. The proximal tapered end of the sheath is larger in diameter, hydrate sheath but do not wipe off hydrophilic coating, insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance, insert slowly with continuous motion to minimize friction, ensure fully expandable portion remains completely within the vessel for proper hemostasis, and ensure the sheath tip is inserted past the aortic bifurcation (above the renal arteries) note do not use if the sheath is damaged (i.e. Kinked or stretched). In addition, there are additional considerations: always observe fluoroscopy during insertion, proper screening is critical to reducing vascular complications, push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification. Perform shallow stick/puncture so that sheath is parallel to leg do not over-manipulate the sheath at any time and do not force sheath. If having trouble inserting sheath, remove the sheath and try pre-dilating the vessel with a dilator or making the incision larger. Check to ensure sheath is not damaged before reinserting. If damaged, return and replace with a new sheath. If a kink is visible in the sheath after the dilator is removed reinsert the dilator into the sheath, exchange to a stiff wire (if not already done) and replace with a new sheath. There was no training or IFU deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation. As reported, 'the 14f esheath distal tip was torn during insertion; a second sheath was opened to avoid the possibility of causing a vascular complication' and 'damage to the sheath was thought to be caused by the amount of force used while attempting to insert the sheath, as well as multiple attempts with the same sheath'. Per evaluation of the provided imagery, the access vessel was undersized and had presence of calcification and tortuosity. Additionally, it was reported that the access vessel was very fibrotic. Per training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification'. The presence of calcification, tortuosity, and an undersized and fibrotic vessel can create a challenging pathway for sheath insertion. Calcification and an undersized and fibrotic vessel can create friction and damage the distal tip, such as tearing it, while tortuosity can subject the sheath to suboptimal angles, while increasing the changes of the distal tip to make contact with a calcified nodule and tear it. Additionally, any increased push force to attempt to advance the sheath through the access vessel could have opened and further tear the distal tip, especially if attempted multiple times. In this case, available information suggests that patient (calcification, tortuosity, undersized vessel, fibrotic vessel) and procedural factors (high push force) may have contributed to the complaint events. No IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions, nor product risk assessment (pra) is required at this time. H3 other text : device discarded.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate, the 14f esheath distal tip was torn during insertion; a second sheath was opened to avoid the possibility of causing a vascular complication.